Event description:
It was reported a patient's atrial lead presented with inappropriate automatic mode switch (ams) due to oversensing noise. The lead was assessed in the pocket and an insulation breach was found, so the lead was capped and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.